Event description:
The customer indicated that their acuity system was down. According to the bmet, the ha cpu began to reboot every 8 to 10 minutes. The bmet also reported that the primary cpu was off-line for an unk reason and time period. Because the primary was down, a temporary loss of centralized pt monitoring resulted when the ha was rebooting. Bedside pt monitoring was not affected. Ther was no report of any pt harm as a result of the reported event. Welch allyn technical support assisted the customer in restoring centralized monitoring by restarting the primary. Technical support found a vpp core file on the ha unit, and was able to assist the customer in restoring the ha unit to normal operation. Welch allyn technical support downloaded log files from both acuity cpus for analysis. The customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.